Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: this occurred in the past two days from the reported event on december 15, 2023. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least eight (8) clearlink system continu-flo solution sets would not flow. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.